Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not automatically launching medication application. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was showing as offline in rss. A technical support specialist attempted to restart services remotely from the server, error messages were received. The technical support specialist dispatched a field service engineer to check if rss was installed on the device. However, the issue was resolved before the engineer visited the site, so the work order was canceled. The system functioned as intended after the customer resolved the issue.